Manufacturer narrative:
PMA/510(k) #: preamendment. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an amplatz extra-stiff support wire guide was unraveled in the unopened packaging. The device was not used. Another device of the same lot was used to complete the procedure. As reported, the patient did not experience adverse effects or require any additional procedures.

Manufacturer narrative:
Additional information: this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
In additional information received on 09jun2022, it was reported that when the physician removed the wire guide from the holder after flushing, it was noticed that the wire guide had unraveled. It was confirmed that the device did not make patient contact.

Manufacturer narrative:
Correction: a2, a3, a4, a5, h6 - annex f investigation ¿ evaluation it was reported by (B)(6) hospital in (B)(6), that a thsf-38-80-aes-sgh wire guide from lot# 14545907 was unraveled in the packaging. When the physician removed the wire guide from the holder after flushing, it was noticed that the wire guide had unraveled. The device was not used and another like device from the same lot was used to complete the procedure. As reported, the device did not make patient contact. The date of event was on 28apr2022, and cook became aware of this event on 28apr2022. Reviews of the complaint history, device history record (DHR), quality control, manufacturing instructions (mi), and instructions for use (IFU), as well as a visual inspection of the returned device, were conducted during the investigation. One wire guide was returned to cook for evaluation. The safety wire is exposed and unraveled at the distal tip. The unraveling was located at 67.3 cm from the proximal end. A substance was noted in the wire guide holder which was determined to be a chlorhexidine gluconate and isopropyl alcohol solution. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed no recorded non-conformances. A database search did not identify any other events associated with the reported device lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in field. Cook also reviewed product labeling. This product is supplied with an instructions for use (IFU) pamphlet, t_fcwg_rev1. In the warnings section it states: this product is a delicate instrument. Avoid forceful angulation. In the precautions section it states: inspect the wire guide for kinks or damage prior to use. In the instructions for use section, it states: 1.) Flush the wire guide holder by attaching a syringe with heparinized saline or sterile water to the fitting of the wire guide holder. Inject enough solution to wet the wire guide surface entirely. Note: if flushing through the wire guide holder is not possible, remove the wire guide from the holder and place it in a bowl of heparinized saline or sterile water, or wet the wire guide surface over the entire length using gauze moistened with heparinized saline solution. 2.) Carefully remove the wire guide from the holder. In the how supplied section it states: upon removal from package, inspect the product to ensure no damage has occurred. Based on the available information, inspection of the returned device, and the results of the investigation, the most likely cause for this failure is component failure. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.